Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was experiencing problems with an inflatable penile prosthesis (ipp) six weeks after the surgery. The device presented inflation and deflation issues. Besides that, the patient felt discomfort on the left side base of their penis. No further patient complications were reported.